Event description:
It was reported that the colonovideoscope had a communication error (error e227). The issue was identified during maintenance, and there was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the communication error (e227), could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.